Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, the patient returned symptomatic with dyspnea. A transthoracic echocardiogram (tte) indicated that a single leaflet detachment occurred and the clip was no longer attached to the septal leaflet. Tr increased to grade 5. A secondary triclip procedure is being considered but has not yet been scheduled.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda . The reported tricuspid valve insufficiency/ regurgitation (tr) could not be determined. Dyspnea appears to be cascading effects of the worsening tr. Tricuspid valve insufficiency/ regurgitation and dyspnea is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.